Event description:
Pt receiving infusion of flolan (prostacyclin) via syringe pump. Infusion ordered to run at 1.52 ml/hr. Pt noted to be anxious, diaphoretic incontinent of urine and stool, tachycardic (hr 150) and hypotensive (47/26). Volume of medication in syringe noted to have decreased by approx 36cc over approx 45 min. Consequently, pt had received 36cc bolus. Pt was treated with 40cc/kg bolus of 5% albumin. Responded to treatment with stabilization of vital signs. Initial evaluation of pump indicated broken plunger retainer clip which allowed for siphoning of the medication to the pt.